Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the suture detached from the needle. The product will not be returned as it was discarded. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Date of event/procedure: 09/26/2016. The scheduled procedure was a laparoscopic gastric bypass..there was no tissue loss, blood loss, tissue damage or extension of scheduled operative time due to the issue.